Event description:
Customer reported that the clinical claimed that the unit gave a high frequency message. As per customer, he sent a service tech to the nursing facility and they found a large leak around the full face mask. He says they replaced the machine and were informed that the pt later expired.

Manufacturer narrative:
As per customer he was not aware of the planned use of the device. He since has instructed the clinical site of the devices indications for use. Customer reported there was no functional failure of the device but would like an operational check performed by the manufacturer.